Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-ray review demonstrated that the left tibial and femoral components are anatomically aligned. There is no evidence of osteolysis or component loosening. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: trabecular metal cruciate retaining monoblock tibial component: green, size 5 c-h, 10mm catalog#: 00575201505 lot#: 63994896. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee arthroplasty. Subsequently, the patient underwent a second procedure due to pain and stiffness. The patient's natural patella was resurfaced and a lateral release was performed. No products were removed.